Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - manufacturing location: elmira / packaged, sterilized and released by: monument release to warehouse date: 23-nov-2019 expiration date: 01-nov-2029 part number: 04.112.090s, 305mm ti lcp sup clav plate w/lat extn/6h/rt/105mm-sterile lot number: 26p9224 (sterile) lot quantity: 48 note: plate was manufactured by elmira; lot number 23p4381. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16894 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review - 17-jun-2021: DHR reviewed by: mschoenfeld this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent osteosynthesis for clavicle fracture with the plate. Procedure was completed successfully without any delay. On may 26, the plate dislodged, the surgeon considers there is no problem in the plate and considers the cause of this event is patient overwork. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown) this report is for one (1) 3.5mm ti lcp sup clav plate w/lat extn/6h/rt/105mm-ster. This is report 1 of 1 for complaint pc-(B)(4).